Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they had questionable ise results for two patient samples tested on a cobas integra 400 plus and a cobas 6000 c (501) module at a different site. Of the two samples, one had erroneous results for na, k, and cl (c 501 module = ise indirect na, k, ci for gen.2; integra 400+ = na+ electrode, k+ electrode, chloride electrode). No erroneous results were reported outside of the laboratory. This medwatch will apply to the integra 400+ analyzer. Please refer to the medwatch with patient identifier (B)(6) for information related to the c 501 analyzer. The sample was tested on the integra 400+, resulting with the following na values: 136 mmol/l, 132 mmol/l accompanied by a data flag, 135 mmol/l accompanied by a data flag, 138 mmol/l, and 135 mmol/l accompanied by a data flag. The sample was tested on the c 501 analyzer, resulting with an na value of 129 mmol/l. The sample was tested on the integra 400+, resulting with the following k values: 5.67 mmol/l accompanied by a data flag, 5.25 mmol/l, 5.37 mmol/l, 5.52 mmol/l accompanied by a data flag, and 5.55 mmol/l accompanied by a data flag. The sample was tested on the c 501 analyzer, resulting with a k value of 5.43 mmol/l. The sample was tested on the integra 400+, resulting with the following cl values: 99.4 mmol/l, 90.3 mmol/l accompanied by a data flag, 93.4 mmol/l accompanied by a data flag, 94.3 mmol/l accompanied by a data flag, and 97.9 mmol/l accompanied by a data flag. The sample was tested on the c 501 analyzer, resulting with a cl value of 96.4 mmol/l. No adverse events were alleged to have occurred with the patient. The na, k, and cl electrode lot numbers and expiration dates were asked for, but not provided. The customer ran calibration on the integra 400+ and calibration failed. The ise tower was then cleaned and the electrodes were activated. Calibration and controls were repeated. Controls were acceptable. The field application specialist replaced a probe, cleaned another probe and replaced the electrodes. The ise performance check passed. Calibration and controls passed. Precision studies were performed. Three patient samples were measured in the customer laboratory and another laboratory. All sample results matched. The investigation could not identify a product problem. The cause of the event could not be determined.